Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a uromax balloon catheter was to be used in a procedure performed on november 17, 2016. According to the complainant, during unpacking, a kink was noted on the catheter. The device was not used in the patient and the procedure was completed with another uromax balloon catheter.

Manufacturer narrative:
Investigation results: visual examination of the returned uromax ultra balloon catheter identified no damage to the catheter hub and tip. Visual and tactile examination identified that the shaft was stretched/flattened in two locations. The first damage to the shaft was located between 33.2 cm to 34 cm distal to the stain relief and the second damage was located at the 40 cm to 41 cm distal to the stain relief. This type of damage is consistent with an excessive force having been applied to the shaft. Examination of the balloon identified no tears or holes in the balloon material. The balloon does not appear to have inflated and there was no evidence of any device issue. The complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Therefore, the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation that a uromax balloon catheter was to be used in a procedure performed on (B)(6) 2016. According to the complainant, during unpacking, a kink was noted on the catheter. The device was not used in the patient and the procedure was completed with another uromax balloon catheter. Additional information received on february 21, 2017. It was reported to boston scientific corporation that a uromax balloon catheter was to be used in the kidney during a ureteroscopy procedure performed on (B)(6) 2016.

Event description:
It was reported to boston scientific corporation that a uromax balloon catheter was to be used in a procedure performed on (B)(6) 2016. According to the complainant, during unpacking, a kink was noted on the catheter. The device was not used in the patient and the procedure was completed with another uromax balloon catheter. Additional information received on february 21, 2017. It was reported to boston scientific corporation that a uromax balloon catheter was to be used in the kidney during a ureteroscopy procedure performed on (B)(6) 2016.